Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's device was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). During that same procedure the lead was explanted due to a small insulation failure on the lead close to the connector pin. No patient complications have been reported as a result of this event.